Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00463. It was reported the patient experienced a fall. Shortly after, the patient began to receive a sharp, stabbing pain when stimulation was on. Reprogramming was unable to provide resolution. An impedance check and x-rays revealed no anomalies. Review of the manufacturer's device record database revealed the patient's leads were explanted and replaced.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00463. Follow-up revealed surgical intervention resolved the patient's issue.